Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient has deceased. The physician suspected that the pacemaker over-sensed the noise and did not pace properly affecting death. No additional information was reported.

Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a partial lead was returned stretched in one piece. Analysis found n external abrasion breaching the outer insulation. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.